Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tubing was kinked, as a result the urine was not flowing into the bag.

Manufacturer narrative:
Received 1 used urinary drainage bag with the tubing assembly attached only. Visual inspection noted that the drainage tubing is kinked just above the connection with the drainage bag. The complaint was confirmed with an unknown root cause. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).